Event description:
The patient's daughter called tech support stating that the patient is still in drain 0 with only 79ml of 2000 ml's drained. She adds that during the day, he completed a manual exchange which he normally does not do. Additionally, she states that she does not know if the daytime exchange option was changed since her sister completed the setup. She would like assistance bypassing drain 0. During the tech support call, the daughter mentioned that her father had peritonitis.

Manufacturer narrative:
The returned cycler was evaluated and the following tests performed. Simulated treatment, and mushroom head inspection. The reported "can't bypass" complaint symptom was not confirmed. There were no indications of fluid or dried fluid in pneumatic tubing of the received cycler. No fluid leaks in the test cassette at the completion of the test treatment. Per the fresenius pharmacovigilance physician: patient suffered an episode of peritonitis, a known complication of the peritoneal dialysis therapy. This is usually caused by a break in the aseptic technique. There is no report of cycler malfunction; changes in the program may have caused the reported low drained volume. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received from 21 march 2011 to 11 march 3013.